Event description:
It was reported that patient presented to clinic for follow up, the atrial lead exhibited noise over sensing. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.